Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: according to the information received, it was reported that during the surgery of meniscus repair, after 2nd firings, removed the device, when tightened the suture the knot was pulled out, noted the knot was at the end as the photo shows. No additional information could be provided. Only the deployment gun was returned to mitek for evaluation. The suture and the implants were not returned along with the gun, but the customer provided a photo. Mitek then conducted visual inspection of device received and photo provided by customer. The visual inspection of the gun revealed that the needle was damage, it was bent at the right-side position. Based on the photo provided, it was observed that the distal part of the suture had a knot. When performing the functional test in gun returned, the red trigger was fully squeezed several times, they performed as intended and it was not jammed. A manufacturing record evaluation was performed for the finished device lot number:6l54946, and no non-conformances related to the reported complaint condition were identified. Based on the visual inspection of photo provided by the customer, the issue reported can be confirmed. No more details of the procedure was provided; therefore, a definitive root cause could not be determined. This type of issue was reviewed with the manufacturing department, an investigation was performed to identify potential assignable causes for complaint. It was observed the absence of the two peek implants. The first potential assignable cause could be that the orthocord not attached to implant; there are 4 mitigations in place during assembly process (100% inspection of the suture, additional sampling performed for visual inspection, assembly process as a pokayoke for knot tensioning guaranteeing orthocord is attached to implant and knot mechanically tensioned and tensioning force 100% inspected); therefore, orthocord not attached to implant is not a possible cause. The second potential cause, white suture damaged, resulting in suture breakage during surgery, it is possible a manufacturing, design or manipulation during surgery issue, the manufacturing process have three phases where the suture is checked (100% inspection of the piercing location, additional sampling performed for visual inspection, knot mechanically tensioned and tensioning force ); these mitigations confirm that it is not possible that the white suture damaged during assembly process. Finally, implants breakage during surgery, based on the information provided could be a design or manipulation during surgery issue, not a manufacturing issue. In conclusion, due to the different steps and tools already in place to mitigate these assignable causes, complaint is not manufacturing-related. Also, these steps guaranties that the suture and implants has been properly assembled and without anomalies. This information corresponds to a process control and it is the appropriate document to use to guarantee that this issue can't have happened during manufacturing process. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported by the customer in (B)(6) that during a meniscal repair procedure on (B)(6) 2020, it was observed that the knot on the truespan 12 degree peek device pulled out while tightening the suture. During in-house engineering evaluation, it was determined that the visual inspection of the gun revealed that the needle was damage; and was bent at the right-side position. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.